Event description:
The customer reported that the x2 is getting speaker malfunction error. The x2 was mounted on a mp30, with a patient attached. The alarms were being handled by the mp30 and the customer could not determine if there was audio from the x2. There were no alarms missed. The customer requested a replacement speaker. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.